Event description:
The customer received a control result of 364mg/dl on her contour meter. She also performed a control test during the call and received 414mg/dl. The normal control range was 101-139mg/dl. No adverse events were alleged. The test strips were returned for evaluation. New test strips and meter were replaced to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. They gave e11 on two of the three strips. The e11 indicates exposure to moisture which may have caused the high control results. The retention lot# gave satisfactory performance .